Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported the insulin cartridge of the infusion device is leaking. Patient stated she noticed the leak today because her blood glucose level was elevated up to approximately 200-300 mg/dl. Patient's target blood glucose level is 80-140 mg/dl. Patient reported there is no leak in the infusion set. Patient stated she was using the infusion device when she noticed the leak as there was a small amount of insulin in the cartridge compartment. Patient stated she was able to clean it out with a cotton swab. Patient reported her elevated blood glucose level was due to the leaky cartridge. Patient stated she was able to bolus to lower her blood glucose to normal; no outside assistance was required. Patient reported 2 other cartridges from the same box were leaky when she was attempting to fill them with insulin. The cartridges are expired. Advised patient against using expired product. Patient discarded the alleged cartridges. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. Result cartridge: no sample was received for examination. The complaint lot has reached the expiry date (2012/12). Fresenius (B)(4) performed a free flow and tightness test on one retain sample and could not find any irregularities. The investigation of our production documents did not show any deviations related to the complaint reason. Infusion set: no sample was received for examination. Pump: as the pump has not been returned for investigation and the production data comply with the product specification, the complaint could not be replicated. Production reports were reviewed. Adapter: no adapter was received for investigation. The problem mentioned by the customer could not be reproduced. Device was discarded.